Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reverting back to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient the alleged issue began at an unspecified time in the evening of (B)(6) 2012. The patient stated that he manages his diabetes with insulin (unknown type and dosage) and denied making any changes to his usual diabetes management routine in response to the reported issue. Immediately after the alleged issue occurred, the patient claimed to have developed symptoms of "dry mouth, dry eyes, drunkenness, and lethargy" but denied receiving any treatment in response to the symptoms. During the troubleshooting, the cca noted that the patient did not have the subject meter with him to troubleshoot. The reported issue remains unresolved. Replacement products were sent to the patient. Although, the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: meter (serial number (B)(4)) was returned to lifescan on (B)(4) 2012 by the patient and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the patient claimed their meter was reverting to the set up mode. The meter was returned without a battery. After pa replaced the battery in the returned meter and the meter was found to function properly. The returned meter passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.